Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that a power source alert occurred and the pump battery was unable to be charged using multiple power sources. There was no reported impact to the customer's blood glucose. Customer continued to use pump for insulin therapy.